Manufacturer narrative:
One untethered sensor with serial number (B)(6) as well as usb, catheter hub and sheath used during procedure were received for investigation. The visual inspection of the sensor showed usage damage as the wire loops were bent and deformed. The width of the sensor was found to be within specification with a width of 2.01mm, 2.03mm, and 2.01mm determined by a digital caliper. The hub of the catheter showed evidence of usage. The extruded body of the catheter was cut from the hub and was not included in the return. The hub cap was still attached to the hub showing no attempt to remove the tether wires to untether the sensor. A partial tether wire protruded from the cut end of the hub. As the event could not be recreated since the sensor was already untethered, the extruded body of the catheter was cut and not included in the return, and the guidewire was not included in the return, the results of the investigation are inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that while attempting to advance the cardiomems sensor to the target location during the implant procedure the delivery system and guidewire were buckling in the patient's right atrium. A longer sheath was utilized in attempt to reduce the buckling however while attempting to remove the sensor from the original sheath the sensor partially deployed. The sheath was exchanged for a larger one and the delivery catheter was cut - fully releasing the sensor. The sensor was then snared from the right atrium. The physician opted to then re-attempt implant with a new sensor through the intrajugular and was successful. The extended procedure time required additional anesthesia for the patient. The physician reported that they felt that the patient's large right atrium contributed to the buckling as well as the non-abbott guidewire not being able to bear the weight of the sensor.